Manufacturer narrative:
Review of the submitted photographs, as well as the evaluation of the returned driveline segment, confirmed superficial driveline damage, as well as damage to the gray and black shrink tubing of the prior driveline replacement site. In addition, the evaluation of the returned portion of the driveline confirmed wire damage that could have caused the low speed events captured in the submitted log files while the patient was supported by the mobile power unit (mpu). The submitted photos of the driveline demonstrated superficial damage to the external silicone jacket of the driveline. The gray silicone shrink tubing from the previous driveline repair was also torn and separated at the proximal end of the gray silicone shrink tubing. The underlying black shrink tubing was visible. The submitted x-rays showed a potentially tight loop of the driveline on the internal portion of the driveline near the pump. The driveline otherwise appeared unremarkable, and a driveline wire compromise could not be confirmed via the submitted x-ray images. The submitted log files were reviewed and collectively contained data from (B)(6) 2021 through (B)(6) 2021. Multiple low speed events, with speeds as low as 2360 revolutions per minute (rpm), were captured on (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021 while the device was connected to the mpu. The low speed events were associated with low speed advisory, low speed hazard, and low flow hazard alarms. The pump maintained a stable speed above the low speed limit without issue following the driveline repair on (B)(6) 2021, and no further notable alarms were captured. Approximately 26¿ of the distal end of the driveline was returned with wood splints wrapped with gauze and tape along part of the returned driveline. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. A previous driveline repair was noted at approximately 24¿ from the controller connector. A small hole was found in the black shrink tubing of the previous driveline repair. Upon removal of the gauze and tape, multiple tears in the silicone jacket were noted from approximately 6.5¿ to 12.75¿ from the controller connector. Microscopic inspection of the underlying wires revealed black and red wire insulation breaches adjacent to the nipple of the controller connector. A red wire insulation breach was also discovered at approximately 25.25¿ from the controller connector. The wire insulation breaches appeared consistent with fatigue due to repetitive flexing. There was no other evidence of any other breaches or damage to the wire insulation or underlying conductors. The driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, which confirmed the insulation breaches in the black and red wires. No other areas of compromised wire insulation were identified. The low speed events while operating on the mpu would have occurred if either of the conductors from the black or red wires contacted the metal braided shield, resulting in a short-to-shield. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient remains ongoing on (B)(6) with no further related issues reported at this time. Incidental findings: evidence of fluid ingress was discovered beneath the silicone jacket of the driveline at the location of the previous driveline repair. The ingress appeared to be due to the damage to the gray and black shrink tubing from the previous driveline repair. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 06apr2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. Patient instructions replaced hmii lvad percutaneous lead, provides care instructions and important precautions regarding replaced percutaneous leads. Section "precautions" warns the user: ¿ do not kink or bend the percutaneous lead. Check your lead often to make sure it is free of kinks or sharp bends. A kink or sharp bend in the percutaneous lead may damage the wires inside. ¿ allow for a gentle curve for your percutaneous lead. Do not severed bend your percutaneous lead multiple times of wrap it tightly. Section 3.3 "care and inspection of your replaced percutaneous lead" instructs the user to check your entire percutaneous lead (including the spliced area) daily for signs of damage (cuts, holes, tears). If you discover damage to your lead, report it immediately to your hospital contact person. Pay specific attention to the ¿end¿ areas of the splice where the grey tube meets the white tube (both ends). No further information was provided. The manufacturer is closing this event.

Event description:
A review of new log files noted no unusual events following the 21jan2021 driveline repair while the patient was admitted.

Manufacturer narrative:
Only percutaneous lead was returned for analysis. The pump remains implanted.

Event description:
It was reported that the patient reported to clinic with a short to short and existing driveline repair. A review of the log files noted 147 low speed advisories occurring intermittently throughout the approximately 4 day length of the log files. Speed drops were as low as 2360 revolutions per minute (rpm). Technical support noted that this type of behavior has been linked to potential issues with the percutaneous lead. These issues only appeared to be occurring while the vad is connected to the mpu. Technical support recommended to keep the patient on battery power or on an unshielded patient cable to prevent further interruption in support until further investigation can be completed. X-rays were requested. Technical support noted that there may be enough cable for a second driveline repair. A picture of the driveline seemed to show approximately 5 inches of driveline cable. X-rays were received. The x-rays were unremarkable. A driveline repair was performed on (B)(6) 2020. The repair was performed approximately 3 inches from the exit site. No issues were noted after the completion of the repair. The patient was placed on a grounded cable following the driveline repair. No alarms were noted on the monitor. A new log file was submitted. A review of the new log files noted 11 new lines of data following the driveline repair; all appeared normal.